Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unacceptable pacing thresholds at implant. The lead was ultimately implanted and remains in use. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.